Manufacturer narrative:
The device was discarded at the account. A lot number was not given for this complaint, so, a device history record could not be reviewed. If additional info is received, a follow up report will be filed.

Event description:
It was reported that, despite running through the night, the device did not collect any blood. No re-infusion was performed. It is unk if the pt received a blood transfusion from either a blood bank or pre-donated blood, but there were no allegations of adverse consequences associated with this event.